Manufacturer narrative:
Information was received indicating that all issues happened while testing. No patient was involved in the event.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The customers complaint of pump double beeping was confirmed during testing and revealed in event log. Action was taken to replace the down stream sensor. Pump preformed all delivery and functional testing after repair. Unknown cause of event.

Event description:
Investigation completed on a smiths medical investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 .

Event description:
Information was received that this smiths medical cadd legacy 1 pump exhibited double beep with no cassette. No reported adverse effects.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400. The customers complaint of pump double beeping was confirmed during testing and revealed in event log. Action was taken to replace the down stream sensor. Pump preformed all delivery and functional testing after repair. Unknown cause of event.

Event description:
Investigation completed on a smiths medical investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Summary in h 10.